Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) large volume infusors had fluid leakage from the fillport. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the samples were provided for evaluation. The photograph of one sample was visually inspected and showed a leak (bakflow) at the fill port. The reported condition was verified. The cause of the condition could not be determined. The second unit had a leak inside the bag; however, no leak was observed at the fill port. Therefore, the condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H1: "death" will be omitted and replaced with "malfunction." Should additional relevant information become available, a supplemental report will be submitted.